Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver ceased to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
Sr-(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to charge and reboot' it does not turn on. The receiver case was opened for an internal visual inspection and it passed. Through troubleshooting it was observed that u7 is defective. Unable to perform receiver download. The reported event of unexpected receiver shutdown could not be determined. A root cause could not be determined.